Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (53 mg/dl). Customer stated they did not know the cause for low bg levels. Customer drank juice to bring bg levels back to target range. Recommendation was made to discuss diabetes management with their health care professional.